Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter city: (B)(6). Device evaluated by MFR.: a mustang balloon was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 27mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip. No kinks or damage were noted along the shaft of the device.

Event description:
It was reported that balloon pinhole occurred. The 4-5mmx150mm, eccentric, de novo target lesion with approximately 80% stenosis and fibrous-lipidica plaque was located in the mildly calcified and non-tortuous superficial femoral artery. A 4.0 x 150mm, 135cm mustang balloon catheter was advanced for dilation. However, during inflation at 14 atmospheres for 2 minutes, the pressure was lost. A pinhole and leak were noted on the distal part of the balloon after being withdrawn. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that balloon pinhole occurred. The 4-5mmx150mm, eccentric, de novo target lesion with approximately 80% stenosis and fibrous-lipidica plaque was located in the mildly calcified and non-tortuous superficial femoral artery. A 4.0 x 150mm, 135cm mustang balloon catheter was advanced for dilation. However, during inflation at 14 atmospheres for 2 minutes, the pressure was lost. A pinhole and leak were noted on the distal part of the balloon after being withdrawn. No patient complications were reported and the patient status was stable.